Event description:
It was reported that the patient was to have a magnetic resonance imaging (MRI) study and they had the pump turned off for the MRI. The patient was having all kinds of trouble with the pump. The MRI was not being done of the pump, but of the patient's shoulders. The drug in the pump was unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).